Manufacturer narrative:
Document review: quadra h cement less femoral stem size 3 std ref. 01.12.023 / lot 141057 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The 94 stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp# (B)(4).